Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd part # 338960, serial # (B)(6). Problem statement: customer reported complaint that there was a leak and a spray of fluid (sheath fluid, lysing solution, fixative) under pressure. Manufacturing defect trend: there are no qns (quality notifications) related to the reported issue. Date range from 09oct2019 to date 09oct2020. Complaint trend: there are 16 complaints similar to this one of fluidics leak issues on the instrument; date range from 09oct2019 to date 09oct2020. Manufacturing device history record (DHR) review: DHR part #338960 serial # (B)(6), file #338960-338960-v33896002463-100949573-16, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of a leak in the facscanto instrument was due to an open bleeder valve on the sheath filter, located on at the wetcart. The customer claimed the instrument was operating fine, however there was a visual leak. After many attempts by bd personnel to reach out to the customer for assistance, on 12oct2020, jesse hansen was able to confirm the issue after the customer tightened the sheath filter bleeder valve and no further leaks were present. The valve may have been left open during customer maintenance or normal operation. The last time bd personnel was on the customer¿s site was on 07jun2020 for a pm (preventive maintenance). No work order was created and no engineer was needed to be dispatched. No return sample was requested because no parts were replaced. Although a leak was present, the fluid was only sheath and no one was injured due to the spray of fluid. Users should wear proper ppe (personal protective equipment) while operating the instrument as stated in the¿bd¿facscanto¿ii instructions¿for¿use (IFU), #23-20269-00 rev. 1/vers. A, starting on page 147 in cleaning the surfaces. In addition, proper handling of fluidic filters can be found starting on page 149, maintenance. After the customer was able to resolve the leak, no further issues was present. The safety risk is low as there was no impact to customer health or safety. Service max review: review of related work order #: n/a, case # (B)(4). Install date: 24may2016. Defective part number: n/a. Work order notes: subject / reported: afterhours - found leakage on the instrument. Problem description: - afterhours - found leakage on the instrument. - customer claim the instrument is running fine. - but after the running, they can see leakage and not sure where it is coming from. Work performed: n/a. Cause: n/a. Solution: n/a. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd¿facscanto¿ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Item: 3. Sheath level sensor for plenum. Function: 3.1 level sense. Potential failure mode: 3.1.1 level sense fails . Potential effect(s) of failure: 3.1.1.2 plenum overfills - destroys regulator. System doesn't run. Potential cause(s) / mechanism(s) of failure: mechanical failure ¿ float cracks, fills with fluid, sinks. Current controls: 1. Cannot acquire; system stops 2. Event rate drops to near zero. Recommended actions: for future iterations, suggestion is to replace hollow float with solid one. Responsible party: n/a . Target completion date: n/a . Actions taken: n/a . Sev: 7 . Occ: 2 . Det: 1 . Rpn: 14. O item: 4. Quick disconnect . O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.2 not connected . O potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart . O potential cause(s) / mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. Current controls: user observation of leak. Recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump by hargraves pump. Actions taken: 342500 (wetcart fluidics architecture) . Sev: 8 . Occ: 6 . Det: 1 . Rpn: 48. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause was due to an open sheath filter bleeder valve. Conclusion: based on the investigation results, the root cause of why there was a leak in the facscanto wetcart was due to an open sheath filter bleeder valve. The technical specialist confirmed the issue when the customer tightened the valve and no further leaks were present. No one was harmed or injured, and no medical treatment was performed due to the spray of fluids. The safety risk is low as there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that during use with a bd facscanto¿ ii flow cytometer sheath fluid that was under pressure sprayed outside of instrument. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that there was a leakage found on the instrument. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Sheath. 5. What is the source of leak -- waste line or non-waste line? Sheath filter on the wet cart. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii flow cytometer sheath fluid that was under pressure sprayed outside of instrument. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that there was a leakage found on the instrument. Was the leak contained within the instrument? No was the leak in a customer accessible location? Yes was there spray of fluid under pressure? Yes what was the fluid that leaked? Sheath what is the source of leak -- waste line or non-waste line? Sheath filter on the wet cart was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? No